Event description:
Clinical study. Same case as 2134265-2009-00824. It was reported that 903 days after a coronary artery stenting procedure, the patient expired. The left main coronary artery (lmca) and proximal left anterior descending (prox lad) artery were treated with overlapping 2.5x16mm and 2.75x20mm taxus liberte' commercial stents, reducing the stenosis to less than or equal to 30%. The distal right coronary artery (dist rca) was treated with a 2.25x12mm taxus express2 study stent, reducing the stenosis to less than or equal to 30%. The distal circumflex (dist cx) artery and distal left anterior descending (dist lad) were assessed as a type "g" bifurcation lesion. The main vessel was treated with a 2.75x28mm taxus express2 study stent. Distal to the main vessel was treated with a 3x8mm taxus express2 study stent. Main vessel and side branch residual stenosis was less than or equal to 30%. During the procedure, the 3.0x8 mm taxus stent had a proximal edge dissection. The patient received a loading dose of 600mg of clopidogrel 10 days prior to the index procedure, and was on a previously prescribed regimen of 75 mg of daily clopidogrel. The patient was discharged the next day on, amongst other, aspirin and clopidogrel. At 863 days after the index procedure, a flexible cystoscopy for a macroscopic hematuria revealed a bladder tumor. Eight days later, the patient was admitted to the hospital and underwent a transurethral resection of the bladder with no intra-operative complications. On the evening of the procedure, the patient experienced chest pain followed by cardiac arrest resuscitation was unsuccessful and the patient expired. The primary cause of death was acute left ventricular failure, ischemic heart disease, and coronary artery atheroma. The secondary cause of death was carcinoma of the bladder. There were no signs of recent or old infarction. It is possible that the patient had a stent thrombosis, but the most mortem did not examine the stents in any detail and therefore, it is not possible to confirm this. The patient had been on both aspirin and clopidogrel. In the opinion of the physician the patient's death is possibly related to the liberte' stents.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.